Manufacturer narrative:
(B)(4).

Event description:
The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.